Event description:
A tonsilectomy was being performed on a 22 y/o pt. The dr finished one side and went to the other side. Shortly after, a burn was discovered on the lip. The user does not consider this to be a serious injury requiring a mandatory report from them.